Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. Customer also reported that there was crack on the back side of the insulin pump. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to blank display. Device had broken battery tube threads, cracked case at display window corners.